Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, discontinued after a day), amikacin injection (start dose of 500mg, followed by 100mg in one bag, intraperitoneal, ongoing) and imipenem injection (1gm in one bag, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient was discharged from being hospitalized. At the time of this report, the patient has recovered from the events. Patient retraining on the proper aseptic technique was complete. Pd therapy was ongoing.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.